Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6), (B)(6) 2018. Red side adjustment handle snapped off during impaction of femoral handle. Broken off piece accounted for. No delay to procedure. No ae to patient. Male patient ID: (B)(6).

Manufacturer narrative:
Product complaint # pc-(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.